Event description:
The recipient is reportedly experiencing sound quality issues and increased impedances. Device revision surgery is under consideration.

Manufacturer narrative:
Correction: evaluation codes. The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a detached header assembly. System lock was verified. The electrode and the detached header assembly condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The internal visual inspection revealed the header assembly was detached from the hybrid assembly. The failure of this device is attributed to a detached header assembly from the hybrid assembly, which is consistent with the impedance issues reported. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's audiologist advised the recipient to discontinue using the device, however, the recipient has gone against the audiologist recommendation and continues to use the device.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has elected to not proceed with revision surgery. It is believed that the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt as well as cuts on the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical test performed. This is an interim report.